Manufacturer narrative:
The customer reported the charge button was not responding. The unit was evaluated at philips, and the symptom was verified. The software was reloaded to resolve the issue. We are considering this issue to be the result of corrupted software.

Event description:
The customer reported the charge button was not responding.